Event description:
#2 probe from 6 probe set was defective. Probe passed test at start of case but when used during surgery the whole needle froze, causing the perineal skin to freeze. It was immediately removed and replaced with a single wrapped probe. The skin initially froze on the patient but we removed the probe quickly enough that the skin was ok. No injury to the patient.

Manufacturer narrative:
Alberta health services unable to return the product for evaluation. Device history record review completed with no related issues found.request submitted for patient information and current condition. Notified it is against (B)(6) policy to give out patient identifiers and patients current condition as this is against privacy as well.per additional information received from nurse, "we were able to catch before permanent damage was done."